Event description:
Vent inop while on pt, no pt harm reported. Rt stated the event was called in by nursing staff. The report was all lights on with no volume being delivered. The device is used at night on ac power. Rt was unable to recreate the reported problem at their location. No more info can be obtained regarding the event.